Manufacturer narrative:
Additional information was received that electrocautery was used during the non-device related surgery. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that the patient has been unable to keep a charge following a non-device related surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Event date: (B)(6) 2017.

Event description:
A report was received that the patient has been unable to keep a charge following a non-device related surgery. The patient will undergo an ipg replacement procedure.